Manufacturer narrative:
Date of birth: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 25mmx55mm, concentric, de novo target lesion was located in the left circumflex artery. A 2.75x28mm synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.